Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was an increase in the lead impedance and pacing threshold. The lead was replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that there was a steady increase in rv impedance and threshold. The physician requested estimates of remaining longevity. The device and rv lead were replaced. No further patient complications were reported as a result of this event